Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plexiglass was leaking. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Received one device. Customer stated problem can be confirmed. Leaking due a broken tank cover. Cover enclosure replaced. Electrical safety and functional test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.